Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. X-ray inspection of the lead found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing found internal short due to overtorque of the inner coil. The cause of the reported event was due to internal shorts due to overtorque of the inner coil consistent with procedural damage.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was failed to capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.